Manufacturer narrative:
(B)(4)

Event description:
It was reported that a fluoroscopy revealed the atrial lead dislodged. The lead was capped and replaced. No adverse consequences occurred to the patient.